Event description:
It was reported that this implantable cardioverter defibrillator (ICD) may have inappropriately delivered anti-tachycardia pacing (atp) and five shocks. Technical services (ts) reviewed the reports and noted that the post shock morphology was not able to determine whether the arrhythmia was a supraventricular tachycardia (svt) or ventricular tachycardia (vt). The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) may have inappropriately delivered anti-tachycardia pacing (atp) and five shocks. Technical services (ts) reviewed the reports and noted that the post shock morphology was not able to determine whether the arrhythmia was a supraventricular tachycardia (svt) or ventricular tachycardia (vt). The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes.